Event description:
Customer is not satisfy with the product due to the fact its to weak and it breaks easy. Consumer stated when you put it in between your teeth it bends all different ways and the brush breaks off where it joins the handle.